Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was having problems with their device during a trial. It was stated the pt's device would "ramp up" when she changed postures, and also at times when the pt was not moving or using the pt programmer. The pt was also having problems with the pt programmer, and was unable to adjust her stimulation. Pt info was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.